Event description:
It was reported that during a surgical procedure of a stage 1 procedure , the health care provider must have hit an artery near the foramen and when they pull the lead the patient was bleeding continuously. It was noted that the blood was pumping out the lead introducer and after 10 minutes the blood leakage stopped. Two days later patient was reported as been fine and was moving forward with the advanced evaluation. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3550-18, product type: accessory; product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).